Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer took 10 units of humalog around 2:15 pm based off of 217 mg/dl aviva plus reading. Then he started getting dizzy, so he retested within 10 minutes and got a 66 mg/dl. Customer was able to self-treat by buying a coke. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.